Event description:
Consumer stated that she had a tampon that had a string break and got stuck. Consumer stated that she had to go to a health care professional to remove.

Manufacturer narrative:
Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
Consumer stated that she had a tampon that had a string break and got stuck. Consumer stated that she had to go to a health care professional to remove.